Event description:
Severe hypoglycemic reaction, lost consciousness in the middle of the night, fell (face-first, breaking front teeth) and had seizure of undetermined length, although I was there for several hours before my wife awoke and found me. She could not arouse me, ems was called and I was transported to ER. I was found to have several injuries to my extremities (from the seizure, continuously rubbing against the wooden floor), and a large laceration inside my upper lip and 2 broken upper central incisors as well as multiple bruises to my extremities. I have had great difficulty controlling my glucose levels since I first received this pump (been using an insulin pump for 25+ yrs), and find myself having to frequently change my basal rates, as it appears the pump delivers erratic and variable doses, regardless of what has been input into the basal memory. I also question the bolus delivery accuracy, although I haven't had any hypo or hyperglycemic episodes which required assistance since the aforementioned episode. This is a replacement, same model. FDA safety report ID# (B)(4).